Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had stimulation only on one side of the body. Follow up identified an x-ray was taken which showed the lead had migrated to one side. The patient consulted with the physician, and it was reported surgical intervention may be undertaken to resolve the issue.